Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for device change out. During the procedure, the pulse generator exhibited back-up vvi operation. The device was explanted and replaced due to normal elective replacement indicator.